Manufacturer narrative:
Citation: buchanan kd, et al, bioprosthesis leaflet thrombosis following self-expanding valve-in-valve transcatheter aortic valve replacement in patient taking factor xa inhibitor and warfarin: a case report. Cardiovasc revasc med (2017) s1553-8389(17)30172-0 doi 10.1016/j.carrev.2017.05.009 earliest date of e-publish/publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding (B)(6) year-old female who was implanted with a 29mm transcatheter bioprosthetic evolutr valve. The serial number was not provided. After the implant, an electrocardiogram indicated complete heart block. Subsequently, a permanent pacemaker was implanted. At discharge, mild to moderate central regurgitation was noted. Four weeks after implant, an echocardiogram indicated moderate to severe paravalvular leak. A valve in valve procedure was performed which resolved the leak. The patient was prescribed oral anticoagulants as the patient had a history of atrial fibrillation (afib). Five months after discharge, a computed tomography (CT) indicated leaflet thickening and decreased leaflet motion suggestive of thrombus. The patient remained asymptomatic and anticoagulation was continued. No additional adverse patient effects or product performance issues were reported.